Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted low, resulting in moderate/severe paravalvular leak (pvl). A second valve was implanted valve-in-valve, resulting in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported moderate/severe paravalvular leak (pvl) that required reintervention was due to the implant depth. Potential factors that can influence a low implant include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4).